Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the motherboard. Unable to perform the displacement test due to the blank display.

Event description:
The customer called to report a failed battery test alarm and a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.